Event description:
It was reported that ambient temperature alarms were discovered (error 58) during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and replaced front end pcb as a precaution. The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp released to the customer and cleared for clinical service.

Event description:
It was reported that ambient temperature alarms were discovered (error 58) during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.